Event description:
Initial reporter indicated to manufacturing consultant that their patient was seen in clinic and noted to have high lead impedance and their normal mode and systems diagnostic testing eri no. The patient's vns has been programmed off and at the time no revision surgery is scheduled for the patient. They want to see how their seizures do with the vns programmed off.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.